Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿b30 error¿ was not confirmed. And a root cause could not be identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus distributor reported (on behalf of the customer) that the visera elite video system center had a b30 error. The issue was found during preparation for use before a diagnostic procedure. There was no delay, and the facility finished the procedure with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation could not reproduce the customer-reported b30 error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.